Event description:
The pt was admitted for a procedure in 2008, with lesions in the mid left anterior descending branch and in the proximal to mid circumflex. The mid left anterior descending branch was de-novo, concentric and calcified and was 22mm in length with a vessel diameter of 2.5mm. The lesion in the proximal to mid circumflex was de-novo, concentric and calcified and was approx 40mm in length with a vessel diameter of 2.5mm. The mid left anterior descending branch was pre-dilated, twice, and a 2.5 x 28mm cypher stent was implanted at 20atm. The stent was post-dilated and an intravascular ultrasound was conducted. The residual percentage of stenosis, post procedure, was 0% and timi flow grade was iii. The proximal to mid circumflex was pre-dilated and a 2.5 x 28mm cypher stent was implanted at 20atm, then a 2.5 x 13mm cypher stent was implanted, proximal, at 20atm; overlapping. The stents were post-dilated. The residual percentage of stenosis, post procedure was 0% and timi flow grade was iii. Three days post index procedure the pt complained of chest pain and her blood pressure decreased. The pt developed cardiogenic shock. Cardiac massage was conducted and coronary angiography was done. Thrombus was observed in the three cyphers that were initially implanted. Aspiration and balloon angioplasty were conducted to treat the thrombus. After treating the thrombus, vessel flow barely improved and the pt passed away. Postmortem was not performed. This female experienced sub-acute thrombosis leading to her death, post implantation of 3 cypher stents. Medical history included heart failure, silent myocardial ischemia, hypertension, dyslipidemia, diabetes mellitus and renal dysfunction. During the index procedure, one 2.5/28mm cypher was implanted in the mid-lad and two (2.5/28mm and 2.5/13mm) cypher stents were implanted in an overlapping manner in her proximal-to-mid circumflex. Both lesions were described as type c: calcified with 22mm lesion length (lad) and 40mm lesion length (circumflex). Cypher is indicated for use in lesions up to 30mm long. All the stents were implanted at 20atm and post dilated; timi iii flow was maintained in both target sites. Procedural meds included asa, plavix and heparin. Post procedure meds included asa and plavix. At 3 days post implantation, the pt developed cardiogenic shock; angiography identified thrombus in all of the previously implanted cypher stents. Treat ment included aspiration and balloon dilatation. As reported, "after the treatment for the thrombus, vessel flow barely improved, but she passed away in the hospital. Postmortem was not performed." It was the physician's opinion that "the possible cause of the thrombotic event was because of the pt's condition (triple vessel disease, deterioration of heart function, old age, hypertension, dm and asymptomatic myocardial ischemia). The cause of the death was deterioration of heart function." None of the products could be returned for eval; they remained implanted. A review of the manufacturing records, for several possible lot numbers, indicated that the lot of products met quality requirements for product acceptance. Sub-acute thrombosis and death are both potential adverse events associated with coronary artery stenting. Review of the available info suggests that pt factors and vessel/lesion characteristics (acc defined high risk lesions) may have contributed to the events.

Manufacturer narrative:
The pt's medications included aspirin, clopidogrel and heparin. The physician commented that the possible cause of the thrombotic event was due to the pt's initial conditions. The cause of death was documented as deterioration of heart function. This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 9616099-2008-02375, 9616099-2008-02376 and 9616099-2008-02377.